Event description:
After having a follow-up angiogram performed, it was found that there was a restenosis of this stent, which was placed in the right external iliac artery in 2006. The pt is a female. The vessel was not calcified or tortuous. The length of the lesion was 70mm and the diameter was 5mm. The pt was taking anti-coagulants prior to the stent insertion. The lesion was pre-dilated prior to stent implantation. The stent was placed without difficulty and there was no residual stenosis following stent placement. There was no reported injury to the pt. Five months later, the pt returned to the hospital complaining of leg pain. Angiography was performed and revealed a restenosis of the previously stented area. It is reported that the restenosis was not in the stent, but at the outer edges of the stent. The restenosis was treated with another stent, which was placed into the first stent. The results were good. There was no reported injury to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.